Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the cannula was missing, and when the device was connect, the transmitter did not turn on. The customer's blood glucose level at the time of incident was 102mg/dl. It was reported that troubleshoot was conducted, and the customer is being sent out replacements and returning old sensors.